Manufacturer narrative:
G3: awareness date field updated technical support performed troubleshooting over the phone to determine the customer reported issue of customer reports keys being inactive on their 8015 keypad. Technical support resolution keypad: 1. Customer would like to order a keypad under the recall. 2. Verified affected. 3. Provided keypad part number and explained how the ordering process works with the recall. 4. Order management was unavailable due to meeting. 6. Provided order managements contact info. 7. Customer will call tomorrow. 8. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support resolution there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / 1120033 the customer reported problem was confirmed.

Event description:
The customer reported that the device has inactive keys on the keypad. There was no patient involvement.

Manufacturer narrative:
G3: awareness date field updated technical support performed troubleshooting over the phone to determine the customer reported issue of customer reports keys being inactive on their 8015 keypad. Technical support resolution keypad: 1. Customer would like to order a keypad under the recall. 2. Verified affected. 3. Provided keypad part number and explained how the ordering process works with the recall. 4. Order management was unavailable due to meeting. 6. Provided order managements contact info. 7. Customer will call tomorrow. 8. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support resolution there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / 1120033. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
The customer reported that the device has inactive keys on the keypad. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported that the device has inactive keys on the keypad. There was no patient involvement.